Event description:
An ophthalmologist reported that two weeks following an intraocular lens (iol) implant procedure, a patient developed an inflammatory response (cell3+) requiring a steroid injection into the conjunctiva. The lens remains in the eye. Additional information was received indicating that the patient was hospitalized due to increased cells, hyperemia and eye pain. Another customer reported that the patient had postoperative endophthalmitis. Subconjunctival and vitreous injections were performed.

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).